Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The aortic body graft was deployed and polymer fill was initiated. Just prior to demate of the aortic body catheter, the pt experienced hypotension, which stabilized following treatment like a radiocontrast agent allergy in accordance with the device IFU. It was noted that although the polymer syringe connected to the catheter was empty, the aortic body graft rings remained full and the aneurysm was successfully excluded. A review of the returned delivery catheter showed no evidence of a catheter deficiency. In addition, a review of the peri-procedural imaging confirmed proper filling of the graft with polymer and the sealing rings and ribs appeared fully expanded. A root cause for the polymer syringe being empty could not be determined from the review of case imaging or review of the returned device.